Event description:
As reported by the user facility: reports delay in therapy: reports getting down stream occlusion alarm, but could not find an actual occlusion rate was set for tumor 200 mls/hr. And set was hooked into venous return. She reports a set not on a pump would be able to free flow right into there without resistance. In this incident the blood was backing up the pump tubing. Customer changed pumps to the backup vista pump and had no issues with that pump. No injury to pt. Ref. MFR number 9610825-2013-00167.